Event description:
The unit's audible alarm was not working during the checkout procedure. There was no patient involvement or reported patient harm. A repair evaluation was performed and the customer's complaint was confirmed. It was discovered that the alarm component was not functioning to specification - it provides an intermittent and sometimes faint audible alarm. The unit has been forwarded to engineering for root cause analysis.